Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated the insulin pump was stuck in prime rewind. The insulin pump will be returned for analysis.